Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: surgical closure intervention. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the vessel locator did not deploy and manual compression was applied. The pt self-mobilized early and bleeding resumed, requiring surgical closure and prolonged hospitalization. No additional information was available.

Manufacturer narrative:
Attachment: mcdonald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14: 498-505. See scanned pages.